Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 3+. The mitraclip delivery catheter (cds) was advanced, and the clip was placed on the medial side of a2/p2. However, after clip deployment, the clip slightly opened, approximately 20 degrees. A second clip was placed on the lateral side to stabilize and further reduce mr to 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open ¿ locked) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.